Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) on (B)(6)2023 regarding an implantable neurostimulator (ins). The reason for call was the pt reported they are experiencing aching where the neurostimulator battery (ins) is implanted. Pt described the sensation radiates from the battery site and runs down their leg. Pt stated this issue began probably about 8 months ago (around (B)(6)2022), and they put up with it but it is now getting worse. Pt denied any falls or trauma to area. Additional information was received from the pt on (B)(6)2023 reporting they were still having the pain at the ins site. The pt stated they saw their doctor that implanted the ins, and they told the pt they would have to live with the pain and there was nothing they can do about it. The doctor did give the pt lidocaine patches to try. Additional information was received from the pt on (B)(6)2023. The patient reported that on (B)(6)2023 they had an ins revision surgery due to the ins causing pain that radiated down their legs. The doctor moved the ins "deeper on the same hip as before". On (B)(6)2023, the pt spoke with patient services and reported they were unable to charge the ins. Patient services reviewed that this could be due to the swelling from the (B)(6) surgery, and to try charging the ins again after the swelling goes down. The pt stated they would do this.